Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1503506) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's daughter reported that on (B)(6) 2015 at 11:00 pm -12:00 am customer was sleeping, but then woke up "sweating and talking to herself insanely" so caller attempted to perform a test using customer's adc blood glucose meter, but the test did not start with insertion of a test strip. Caller noted the customer then experienced a loss of consciousness so she contacted the paramedics. Upon their arrival a reading of 25 mg/dl was received on their meter, so they treated customer with glucose via intravenous infusion and gave the customer orange juice to drink. The paramedics attempted to receive a reading using the customer's adc meter and initially received an error message, but then a reading of 36 mg/dl was received. The paramedics thought that was low so they tested using their meter and received a reading of 147 mg/dl. No additional treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.